Event description:
Baxter received a customer report of an overinfusion incident involving an elastomeric device during patient use. The device was filled with 50 ml 5-fu and 177 ml of normal saline for a total fill volume of 227 ml. The customer's expected infusion duration was 45.4 hours. The infusion was finished in 38 hours. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 26 2007. The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of the product lot 06a012 has been conducted, which revealed no evidence of defects related to the reported condition during inspection, testing and manufacturing of the product lot.